Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit gave an e-1 error during set up for a case. It was further reported that no pt was involved.